Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented via remote transmission after receiving inappropriate hv therapy due to atrial flutter. Programming changes were recommended.